Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 496 mg/dl. The customer did experienced the symptoms such as nausea,vomiting. The customer treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering and perform self test and it was pass. Customer reported that insulin delivery was suspended due to sensor glucose value and sensor glucose was 117 mg/dl and blood glucose was 496 mg/dl. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be ans sensor will be returned for analysis.